Manufacturer narrative:
(B)(4). Eval results: deployment failures, pending device eval. Eval conclusion: pending device eval.

Event description:
An endurant bifurcated stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the endurant delivery sys was advanced over a stiff guide wire through the femoral artery to the intended landing zone position near the renal arteries. The main body of the graft was deployed until the stub leg was released. The physician then rotated the backend wheel forward as per instructions; however, the physician felt a clicking and that the wheel was not unwinding as easily as normal. The bare springs were released, and at this point, the back end wheel separated into two parts and became detached from the delivery sys. The remainder of the stent graft was deployed normally. The physician recaptured the spindle and removed the delivery sys from the pt. No clinical sequelae were reported, and the pt is fine. The delivery sys has been received by medtronic, and its eval is pending.